Event description:
It was reported the customer was taken to the hospital due to low blood glucose. It was stated that the customer is on steroid medication and her basal rates were changed to give her less insulin. Reviewed insulin pump's programming, time/date, bolus history and daily totals are correct. The alarm history shows a low battery occurred in february. Customer performed a self-test prior to the call and the device passed the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.